Event description:
Patient was revised because the stem has loosened over time and fractured.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.